Event description:
The facility reported that pts with known abdominal aortic aneurysms are showing less than 3 cm with the aortascan ami 9700, for instance when CT shows a 4.8 cm aneurysm. No cause was apparent fo the reported scan inaccuracies.

Manufacturer narrative:
Additional device system component part number: p7001713/0570-0309. This device has been evaluated previously, in (B)(4) 2013. A calibrated aaa tissue equivalent phantom was scanned 30 times, all measurements were within specified tolerances. Multiple attempts have been made by verathon representative to obtain additional information on the circumstances of the reported inaccuracies and possible return of the device for evaluation, but further details have not been provided.